Event description:
Pharmacist was preparing chemotherapy (cytotoxan) for a patient using a 60ml bd syringe and noticed that the syringe was leaking from the black rubber stopper. The product information is: bd 60ml syringe leur-lok tip ref (B)(4), lot 6182690, exp 06/2021.